Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension and retraction issues. This lead was successfully replaced prior pocket closure. Physician stated that he does not trust these leads helix. The procedure time was prolonged due to this issue. No additional adverse patient effects.

Manufacturer narrative:
This correction report is being submitted to inform the complaint is no longer considered reportable as the prolonged procedure did not lead to a serious injury. Patient code 3191 captures the unexpected prolonged time of this procedure as a consequence of the helix extension and retraction issues. Product investigation confirmed the helix and prolonged procedure observations. This lead was subjected to and passed continuity and mechanical tests. Detailed analysis identified that the helix was bent.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension and retraction issues. This lead was successfully replaced prior pocket closure. Physician stated that he does not trust these leads helix. The procedure time was prolonged due to this issue. No adverse patient effects.